Event description:
The separator broke inside the catheter when trying to advance the separator in and out of the catheter. The catheter did not appear to be compromised. The physician was able to complete the case successfully with another catheter and separator.

Manufacturer narrative:
Technical eval: the separator wire was broken at the distal end of the proximal taper grind. The distal half of the separator is slightly twisted. The distal end of the separator appears normal. The catheter shows two kinks. It is unclear if these were present during the incident or if they are the result of post use handling. Conclusion: the incident is confirmed as reported. Given the tight constrained nature of the knot on the distal side of the separator break it seems likely that the kink and break both happened inside the rhv. The cause for the kinking cannot be determined. The DHR of these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 1943.a (lot # l14829). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.